Manufacturer narrative:
Findings: pump received with severely scratched display window, cracked reservoir tube lip and cracked reservoir tube. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported that they want to know if the insulin pump is still in a guarantee and wants to upgrade it customer's blood glucose was unknown mg/dl. The customer' s mother was advised they would have to summit a valid rx to make the switch. The customer was advised that the device is in warranty unitl 4/15/2016.